Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of breast discomfort/pain and migration are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast discomfort/pain and migration.

Event description:
Patient reported "bottoming out", "feels like its coming out of the pocket/capsule", "moving/popping", "lower", "needs capsulorrhaphy" and "discomfort". This record is for the left side. Device remains implanted.